Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of tree (3) meters from the surgery field. However, it was reported that the cleaning of device is conducted every 8 days while instruction for use prescribes 14 days frequency for disinfection cycle. In addition, it was learned that the hydrogen peroxide level (h2o2) is checked every day. However, it was also reported that the check is not performed during week ends and this is not in accordance with device instruction for use which prescribes to drain water tanks in case the h2o2 check is not performed daily. It is likely that the deviation from the instruction for use regarding h2o2 daily monitoring may have led/contributed to the reported contamination. Through follow-up communication livanova learned also about previous device contamination events on the same device which were not reported to livanova at the time of occurrence. Analysis of the records provided is still ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Manufacturer narrative:
H.10: through follow-up communication livanova received confirmation from the customer that other events of device contamination occurred on the same device in the past. These events have never been reported to livanova. Thus, separated complaints have been created to capture device contamination events and will be reported separately.

Event description:
See initial report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. Customer requested deep disinfection to solve the reported issue. There is no known patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.